Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the bra fat/back fat area using the coolcore applicator, on (B)(6) 2021 to the lower abdomen using the coolcore applicator, on (B)(6) 2021 to the submental area using the coolmini applicator, on (B)(6) 2022 to the upper arms using the coolfit applicator, and on (B)(6) 2022 to the lower abdomen using the coolcurve+ applicator; who may have developed paradoxical hyperplasia (ph) after treatment. The affected areas have not been confirmed due to insufficient information but will be reported conservatively.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is associated with the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Ph is confirmed to the bilateral arms and lower abdominal area.